Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, it was discovered that after a blood draw the safety button did not activate to retract the needle while still in patient arm. Retraction was completed once the needle was pulled away from the patient. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.